Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted into the patient, the pump triggered a helium leakage alarm. Remove the catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted into the patient, the pump triggered a helium leakage alarm. Remove the catheter". No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "the pump triggered a helium leakage alarm" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.